Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue that "inaccurate fhr (fetal heart rate) were produced when monitoring twins". The issue occurred when monitoring twins with wired ultrasound (us) transducer with firmware revision l.01.04. The complaint was escalated for an issue impact assessment. Philips investigated the complaint and determined that this issue is caused by changes implemented under an engineering change released on may 25 2023. These changes updated the ultrasound transducer with a new cpu board and firmware in response to a shortage of multiple components. Due to a chip shortage situation, a hardware/software design change was required, which introduced a performance issue to the (fhr) measurement of wired us transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware revision l.01.04, which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (867246). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. A field change order (fco) has been implemented, and the issue was resolved after updating the transducer firmware. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting information: (B)(6).

Event description:
It was reported that the fetal heart rate was too high on the ultra-sound (us) sensor. The customer described an hf frequency of 180 beats per minute (bpm) in test mode; this message also came from the delivery room during twin monitoring. As an experiment, philips replaced one of the affected sensors, which, according to the customer, showed the same behavior. The device was in clinical use a the time the issue was discovered. There was no adverse event or patient harm reported.